Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the distal segment of the lead measuring 50.0 cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 12 cm-16.3 cm from the distal tip. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.